Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "peri capsular free fluid," cyst, and capsular contracture baker grade IV. The device remain valid.

Event description:
A healthcare professional reported a patient experienced the events of ¿moderate pain, deformity and hardening of left breast, with change in the breast shape¿, ¿capsular contracture baker grade iii-IV in the left side, with pain moderate to severe, deformity and severe hardening¿, and ¿severe to severe pain in the left breast as well as deformity of the breast and change in volume and shape. The physical examination shows breast asymmetry with a smaller left breast, with a deformity of the same and presents significant hardening as well as pain on palpation¿, and ¿the patient has grade iii capsular contracture of the left breast and implant replacement is required." Ultrasound showed, ¿3 simple cysts of 2 to 5mm, in relation to changes in fibrocystic condition¿ and ¿presence of pericapsular free fluid and presence of very lobed onions to the internal quadrants¿.the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. The device remains implanted.